Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received clip applier instrument associated with this complaint and completed investigations. The instrument was placed and driven on an in-house system and instrument passed the recognition engagement and clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was not squeezing properly. The procedure was completed with no reported injury.